Event description:
The implant neurostimulator voltage was 3.61 volts immediately after implant. The device voltage was the same when measured 2 weeks later. The hcp suspected the low voltage was caused by a product defect. The device was not explanted. No patient symptoms or other device troubleshooting was reported. Additional info has been requested. A follow-up report will be submitted if additional information becomes available.